Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy, the washer could not be cut as expected. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional sterile device received for analysis: serial # = (B)(4); h52g6r (batch #); exp date = 07/10/2016, returned to MFR: 6/21/2012, MFR date: 8/10/2011. Two sterile devices were received and one of them was opened and tested for functionality the breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. One of them was opened and tested for functionality. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: did the device cut the tissue completely? Yes. Did the staples form the proper b form shape? Yes. Was the device removed from the patient without any complications? If not please explain. Yes. Do you know why the washer was not cut completely? We have no detailed information. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.